Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said since the middle of december his ins will turn off on its own and his back will start killing him and he will look to turn his stimulation back on. The patient said that this had been happening every two weeks and the patient said his ins battery is charged when this happens. The patient said that he hasn't noticed that he is going a certain movement when this is happening. No further complications were reported. No additional patient symptoms were reported.